Manufacturer narrative:
(B)(4). Date sent: 7/11/2024. D4: batch # x7049u . Investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was not returned for analysis. Only three(3) malformed clips were returned inside a plastic bag. Due to the condition of no device returned, no functional testing could be performed to evaluate the incident reported. Although no conclusion could be reached on the cause the malformed clips of the reported event, the instructions for use do contain the following caution: prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. Complete the firing cycle by squeezing the trigger until it stops against the handle to completely form the clip on the targeted structure or vessel. After firing, fully release the trigger. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/23/2024. B3: unknown, assumed first day of month that complaint was reported d4: batch # x7049u. Additional information was requested and the following was obtained: "how did device not work? Every time they tried to fire a clip they were coming out not appropriately and bent and not aligned. Did device jammed (not fire clips)? Clips weren¿t coming out appropriately. Did device not feed clips? No. Did device drop or eject clips? No. Did device sideways feed clips? Yes. Did device fire malformed clips? Yes. Did device fire scissored clips? Yes. If other please specify" an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, clips would not come out properly. Replaced clip applier and had the same issue again. A third device was used. No patient consequences.